Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 904755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine and adenomyosis. Concurrent conditions included chronic cervicitis, nabothian cyst, hyperplastic endometrial polyp and paratubal cyst. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding") and endometriosis ("endometriosis,"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage and endometriosis outcome was unknown. The reporter considered endometriosis, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: as per medical records plaintiff did not undergo essure confirmation hsg. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2017: impression: normal pelvic sonogram, noting a biocornuate uterus and dominant left ovafrian follicle. Lot number: 904755 manufacture date: 2011-10 expiration date: 2014-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of ptc. On 29-jun-2020: mr received. New reporter, race added. Concomittant conditions added.fu2,3,4 processed together. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 904755) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine and adenomyosis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding") and endometriosis ("endometriosis,"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage and endometriosis outcome was unknown. The reporter considered endometriosis, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: as per medical records plaintiff did not undergo essure confirmation hsg. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis on (B)(6) 2017: impression: normal pelvic sonogram, noting a biocornuate uterus and dominant left ovafrian follicle. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.